Event description:
Vns patient underwent revision surgery because the skin around their generator site was starting to break down. No infection was detected, but there was an edema on top of the generator that had been treated for some time without resolution. During the revision surgery, some tissue was removed and sent to the lab for further examination.